Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system's computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The computer booted normally to the application screen, and no "no input detected" messages were observed during burn-in testing. The computer passed testing. There was no failure found with the returned computer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system went to ¿no input detected¿ after turning on the system. A medtronic representative was on site and was able to replicate the issue. The system displayed ¿booting, please wait.¿ after 30 seconds the representative could hear the computer turning off, but the display stayed on. There was no patient present when this issue was observed.